Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed as the cable boot was noticed to be detached from the camera head. Moreover, findings of a failed leak test due to a hole in the connector were discovered. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide.¿ if the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity be observed." Reference page 39 as per IFU. "Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage." Reference page 39 as per IFU. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that there was a rubber grommet issue at camera base while using the camera head. As per the customer, the camera head had a bad design and should be a sealed design instead. The issue was found during reprocessing. There was no patient harm associated with the event. The device was returned and evaluated, and findings of a failed leak test due to a hole in the connector were discovered. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.